Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was inserted and placed on the valve. However, while establishing final arm angel (efaa), it was observed that the clip opened from approximately 25 degrees to 30 degrees. It was noted that after rotating the arm positioner to an open direction, the clip jumped from 30 degrees to approximately 200 degrees it was noted that it was determined that it was a problem with the locking mechanism. The device was removed from the patient without performing troubleshooting. Another mitraclip was implanted to complete the procedure. The mr was reduced to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design or labeling.